Event description:
It was reported the patient experienced wound dehiscence at the catheter insertion site; the catheter was eroding thru the skin. The entire pump system was explanted due to infection. The infection was in the low back, catheter insertion site / skin incision site. The patient outcome was noted as 'all ok as far as I know, as it was very recent'. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4).